Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician positioned the right ventricular (rv) lead at the bundle of his. Upon removing the guide catheter it was noted that the lead has dislodged. The lead was removed and no attempt was made at revising the lead position. The physician chose to implant an alternate screw-in lead that was placed at the right ventricular septum. No patient complications have been reported as a result of this event.